Event description:
It was reported that a balloon rupture occurred. A 6mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon was ruptured at 12 atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient was in good condition post procedure.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that the hypotube profile had no issues identified. The shaft polymer extrusion profile had no issues identified. A longitudinal tear in the balloon material 5mm in length located in the section between both markerboards. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip profile had no issues identified. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 6mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon was ruptured at 12 atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient was in good condition post procedure.